Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned. Six unopened cook silicone balloon hysterosalpingography injection catheters were returned for evaluation. A review of complaint history, the device history records, manufacturing instructions, and specifications was conducted. Six unopened cook silicone balloon hysterosalpingography injection catheters were received for evaluation/investigation. A functional test was performed and determined that all six unused returned devices inflated without issue. One device was found to be asymmetrical. When deflating the devices, four of the devices required use of pressure when depressing the plunger to deflate the balloon. The other two balloons deflated without issue. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. The device history record was reviewed and one non-conformance was identified that involved 3 items. The issue was related to fitting damaged and all three items were scrapped. A review for additional complaints involving this device lot revealed this complaint to be one of two (2) complaints associated with lot number 7819902. Both complaints are for the same issue and were received from the same customer. Based on the information provided, a definitive root cause could not be determined. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported in preparation for the hysterosalpingogram procedure, a cook silicone balloon hysterosalpingography injection catheter was inflated for testing prior to patient contact. It was determined that the balloon could not be deflated with the syringe. A second of the same device was tried and had the same problem. A dilator was then used on the second balloon to push the valve to release and the balloon deflated. The second balloon then was able to be used in the procedure. No unintended portion of the device was left in the patient¿s body and there was no need for any additional procedures due to this event. There were no adverse effects or consequences to the patient due to these occurrences.